Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that after implant she was receiving excellent pain relief (over 90%). In the past month she reports a loss of therapy and not receiving the same amount. She has tried all other group options on her device but all other groups provide the same loos of pain relief. Her 565 was placed at t7/8 and now her paddle is sitting at t6/7 so moved caudal. Patient states she has been careful and adhering to the physicians restrictions post implant and unknown if any environmental/external/patient factors that may have led or contributed to the issue. X-ray to confirm lead migration, date unknown but was in the last month. Based on new lead location, programmed the patient with 3 new groups to test out for the next several weeks. Issue is resolved for now. There is no discussion of revision surgery yet. The pa and mdt have agreed to treat this patient like a trial and will be calling her daily until we get her back on track. If the current programming is not effective over the next few weeks, we may try one more option of settings and then if that does not work, will look at possibly having a discussion for revision.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165; serial#: (B)(4); implanted: (B)(6) 2021; product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 26-jun-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.